Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was cracked. The patient detected this issue at home during peritoneal dialysis treatment. The patient replaced the cassette with a new product to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received with an opened pouch. A visual inspection performed with the naked eye verified a clean straight cut on the sheeting. An underwater pressure test was performed and found leak at the cut location. The reported issue was verified. The direct cause of the event was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.